Event description:
New information notes that the asymptomatic patient presented in clinic with the device post-paced t-wave oversensing. Programming changes were made.

Event description:
It was reported an asymptomatic patient presented in clinic for follow up when post-paced t-wave oversensing was observed on stored egm. The patient did not receive therapy during oversensing. Device was reprogrammed.